Manufacturer narrative:
A1, a2: updated. D3: updated. D9 - date returned to MFR: 17-apr-2026. H3 and h6 codes: updated. Three (3) used samples, five (5) new samples, and ten (10) new buckle tubing set samples were received. Lot history was reviewed, and no nonconformities were identified that could have contributed to the reported complaint. Visual inspection revealed that three (3) used infusion sets had bent cannulas. Functional testing was performed on the ten (10) returned tubing set samples. During occlusion testing, free flow was observed. All ten (10) new samples passed testing. Based on the returned samples, the reported complaint of line block alarms could not be confirmed, and a root cause was unable to be determined.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the person with diabetes (pwd) received a line-blocked alarm. The pwd believes the blockage was related to the infusion site, as they are experiencing issues with it. The pwd stated they are continuing to use the same cassette (not an ICU medical product) and were only replacing the cleo 90 infusion set and changing the site location. The pwd uses humalog and room-temperature insulin. There was no patient injury.